Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was premature battery depletion of the implantable cardioverter defibrillator (ICD). Additional information obtained from the clinician indicated premature depletion is suspected based on patient's programming. The device remains in use and will be replaced when reaches elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.